Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the closure of one device was crooked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jul-2025 investigation summary bd received three photos and one sample for investigation. The customer photos and returned sample indicate that the cap/stopper assembly was attached at a slight angle. Upon inspection of 100 retained samples, no crooked stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 5.4mg plus blood collection tubes the closure of one device was crooked. No adverse impact was reported regarding the patient or user.